Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient was readmitted for light heart failure. The patient had peripheral edema and developed sustained supraventricular arrhythmia which needed cardioversion or defibrillation on (B)(6) 2022. The arrhythmia resolved and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also states that ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Furthermore, the IFU discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.